Event description:
The medtronic paradigm insulin infusion pump infusion set -quick set -mmt 357- lot # 9201048 was inserted and when my blood glucose continued to rise and urine ketones were detected, I took insulin by injection to lower the glucose. I then noted that the infusion tubing was loose at the infusion set and I was unable to "lock" the tubing onto the set at the infusion set. The locking mechanism was faulty, leading to loss of insulin and dka. Dates of use: (B)(6) 2010. Diagnosis or reason for use: #1 - type 1 diabetes; #2 - to deliver insulin subcutaneously. Event abated after use: yes.